Event description:
The report indicated that the pt had undergone a cabgx3; however, they had difficulty weaning him from bypass. Five courses of drug therapy were attempted without positive results. Next, iabp support was initiated without positive results. Lastly, "lvaf" support was attempted. Upon cannulation, the venous and arterial blood results were very dark; however, within a period of time, the arterial returns from the oxygenator appeared red.